Event description:
It was reported to gore by the physician that a patient who received the gore seamguard bioabsorbable staple line reinforcement material required reintervention because the stricture of the anastomosis required multiple hospitalizations and eventually underwent an ileostomy to remedy the situation. Gore has made the decision to report this incident because it is seen as a reintervention.

Manufacturer narrative:
Device lot number was not provided. Review of device manufacturing records could not be performed. Note: gore has no reason to believe that the device performed other that expected.